Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that the pt was admitted due to hemolysis. The patient's lactate dehydrogenase (ldh) level was 1300 approximately one month ago, but the pt had multiple pulsatility index (pi) events, so they hydrated the pt. At follow-up clinic visit, the patient's ldh was 1100 and there was fluid overload. It was noted that they also found pt to have worsening aortic insufficiency (ai). The patient's international normalized ratio(inr) was 1.3 upon admission and heparin and bi-carb drips were administered to the pt. Pt was then discharged. No other info is available at this time.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.